Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 315mg/dl. Reportedly, the pump was reset, the cartridge was reloaded, and the customer continued to use the pump for insulin therapy.